Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal and distal insulations abraded and all five wires of the proximal coil fractured at 22.5cm from the connector pin due to clavicular crush.

Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced. Twiddler's syndrome was noted.